Event description:
It was reported that the customer's insulin pump had a down arrow button that was not functioning properly. His blood glucose level was around 150 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The insulin pump was also received with minor scratched lcd window and cracked reservoir tube lip.